Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number: (B)(4). Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle hip on her right side. Patient has large amounts of cobalt chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2008; - dor: unk; (right side). Patient is a resident of (B)(6). Update: 11/20/2012 - patient's medical records were received from legal. Part/lot information was identified. Medical records are located on the external hard drive. Update: (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address high levels of metal ions and metallosis. There was no new information that would affect the MDR decision. Doi: (B)(6); - dor: (B)(6) 2013; (right hip). Update ad 09 may 2018: (B)(4) was re-opened under (B)(4) due to receipt of pinnacle ppf records and implant sticker sheets. In addition to what were previously alleged, ppf also alleges pseudotumor and metal wear. Doi: (B)(6) 2008; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.